Event description:
It was reported that when the ventilator was put on the patient, it seemed as if it was not delivering air and had low tidal volumes. The patient was removed from the ventilator and manually ventilated. No patient harm reported. The ventilator would only generate tidal volumes when the manual breath button was pressed.